Manufacturer narrative:
(B)(4). The analysis of the returned device found that the plunger was still in the pre-deployed position and there was no slack present on the link. The marker tube appeared normal and the marker port was not occluded. Marking patency was performed and the device was patent. There was no abnormal observation with the condition of the device that could have contributed to the reported event. The probable cause for no marking can be influenced by many factors, including, but not limited to manufacturing, if the marker port is against the artery wall, side wall stick, low blood pressure, clot or tissue plugging the marker port and if the device is not in arterial lumen. Based on the investigation findings, the device conformed to specification and the cause for the reported event related to the device could not be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. There were no manufacturing or quality deficiency detected that could have contributed to the reported event. The patency of marker lumen for perclose proglide devices are tested during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician, trained in the use of the perclose proglide, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the marker lumen did not mark. The device was removed and another proglide was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.